Event description:
Clinical nurse manager of the facility reported to baxter (B)(4) of a flo-gard IV solution administration set in which operator found the roller ball clamp was fully detached from the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a flo-gard IV solution administration set in which operator found the roller ball clamp was fully detached from the set was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the roller clamp was not assembled correctly to the set. Roller was assembled to the clamp, but tube was not passing through the roller clamp. The assignable root cause of the reported condition is error in assembly machine. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.